Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with cracked and bleeding lcd glass. Unable to perform normal operating current. The stop (idle) current and run current measurement tests self test, rewind test and displacement test or verify blank display due to physical damaged to lcd glass the following were noted during visual inspection: cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. In conclusion, unit received with led damaged was confirmed due to cracked and bleeding lcd glass. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that insulin pump occurred blank display. The customer reported no adverse event. The event involved product(s) mmt-712wwl. The troubleshooting was not performed. No harm requiring medical intervention was reported. Mmt-712wwl was requested and the device was returned for analysis.